Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e-module. The customer provided data for (B)(6) patients, of which (B)(6) had discrepant results. The patients were not affected by this event. The hcgb reagent lot number was 169563 and the expiration date was not provided. The field service representative (fsr) performed a precision check with no problems detected. Visually, no problems were detected. The fsr ran performance testing with good results. When the fsr went to check the problem, she observed bubbles in the pre-clean system. The fsr noted the customer changed to two new bottles of pre-clean. Because of some manipulation problems, one of the bottles was empty. The analyzer switched to the other bottle. The customer put the analyzer into stand by mode, and replaced the empty bottle and performed a system prime. When the analyzer was restarted, the analyzer considered both bottles full, even though one was only partially full. In the middle of the routine, the analyzer started to aspirate bubbles. This was repeated for several cycles until the fsr detected the problem. The customer could not confirm this happened during the time of the discrepant results since it was detected several hours later.

Manufacturer narrative:
Performance testing was done and the results were good, there were no indications of performance problems. The liquid short sensor (lss) is responsible for detecting bubbles and gives an alarm in case there are bubbles in the system. The lss was checked and worked according to specification. The bubbles in the tube could have been caused by an incorrect reset after replacing the pre-clean bottles. The problem has not re-occurred and the instrument is working according to specification.